Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during the treatment, an issue occurred. The procedure was completed by moving the patient to another non-philips room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. Review of the log file showed the xsc enabling of miu rail voltage failed, which confirmed the malfunction. Upon troubleshooting, fse found that the x-ray was disabled and the system showed tube anode rotation error and a faulty miu mains fault. Fse inspected the pdu(power distribution unit) and found tb3 with no voltage; trace power loss back to ups and two breakers tripped. To resolve the issue, fse reset the breaker and reseated the 24vdc power supply connection on the back of the pdu. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.